Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in the shock impedance to out of range values. The trend has been gradual rising and the lead has been implanted for more than ten years. A max energy shock delivery to assess impedance was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.